Event description:
Additional information was received that the physician felt the increase in seizure and the change in seizure pattern were related to the generator being near end of service, however diagnostics provided show that the patient was not at end of service at that time. The increase in seizures was at or below the patient¿s seizure frequency prior to vns. . The patient was reported to have been having 7-8 seizures per day increased from 2-3 seizures per day. Both seizure types increases but they were generally partial seizures. There were no causal or contributory programming changes, medication changes or other external factors for the increase in seizure or change in seizure pattern. The change in seizure pattern onset was subtle and there were no interventions taken.

Event description:
It was initially reported that the patient was having fluctuation in number of seizures. It is unknown if the seizures were part of the patient's normal seizure pattern or if they were related to vns. The patient has a long history of intractable epilepsy and had failed multiple medications. The patient was reported to have 7 seizures a day but the patient's mother believes that vns overall as decreased the seizure frequency. In clinic notes dated (B)(6) 2013 the patient was reported to be having an increase in number of seizures and the severity since the past appointment. The patient was having 7-8 seizures per day and they were lasting 5-10 seconds and seemed to be more intense. It was reported in those notes that the patient was previously having seizures 2-3 times per day and lasting 2-3 seconds. The patient's post-ictal period was lasting 1-2 minutes when previously the patient was return to baseline immediately. There were no problems with taking medications and has not missed any doses. Seizure type that was increasing was described as her right arm extends, left arm tonic flexion, bilateral le tonic extension and right head deviation. The patient had some medication adjustments but there were no changes to her vns. Clinic notes dated (B)(6) 2012 the patient was having seizures 3-4 times a week but recently the seizure began to increase. There were no recent illnesses, travel or trauma. There were no changes to the patient's vns at the previous appointment but the patient was switched from vimpat to depakote. The patient was experiencing two seizure types. The first was myoclinc with arm jerking (left was greater than right) and looking to the side both directions. These seizures were lasting 30 seconds to 5 minutes and happening 3-4 time per week when they previously were occurring 2 times per day (this was a decrease). The second type was tonic seizures which have been increasing for about 3 months at the time. There were not changed to vns made. Clinic notes dated (B)(6) 2011 reported that the patient was having an increase in their first seizure type and was having 11 seizures per day, here it was reported that the patient was previously having 5 seizures of this type a day. The increase was noted to have occurred after adjustment but what was adjusted was not noted. The tonic seizures were reported to have been increasing for about 3 months at that time. Good faith attempts for additional information have been unsuccessful to date.